Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached. The photos were examined and exhibited the syringe barrel without the hub-needle/shield assembly. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 05aug2019, holdrege received a photo. A visual evaluation of photos found (1) syringe with no needle assemblies attached to it. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was not a picture provided of the needle assembly. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Event description:
It was reported that the hub detached from device with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hub detached from device with a bd syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached.